Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician's preference. The patient was reportedly doing well postoperatively. The device was not returned.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.